Event description:
It was reported that the atrial lead could not be implanted due to a lead anomaly. The lead was not used and a new lead was implanted. The patients condition was good before and after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.